Event description:
A report was received in which a colleague pump changed delivery rate while infusing blood. The pump was reportedly set to deliver 1 unit of blood (250ml) at a rate of 50ml/hr. Within 30 minutes the bag was empty. The pump was tested by the on site bio-med department and was found to meet flow accuracy specifications. The bio-med was not able to duplicate the reported problem. The account suspects the overinfusion was due to operator error. No patient injury occurred.